Event description:
It was reported that the wrong pacemaker model was given to the physician by mistake. The implanted pacemaker has a longer pin hole and it was suspected the leads were not fully inserted into the header block. As a result, bipolar pacing of both leads show no capture whereas unipolar pacing is normal, suggesting the distal electrode is not in contact in the header block. Both bipolar lead impedance show undefined measurements and unipolar lead measurements are within normal range. The leads were reprogrammed and the device is working fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 407652, lead, implanted: (B)(6) 2014. (B)(4).